Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that experienced high blood glucose level due to a bent cannula which was found to be bent while inspection. Therefore, on (B)(6) 2022, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 1137 mg/dl and the doctors reported concern over failing kidneys. Moreover, the infusion set had been used for less than three days. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. At the time of this report, her blood glucose level was high and highest blood glucose level was 558 mg/dl which they tried to treat with correction bolus via multiple daily injection. Further, they successfully changed the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.